Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the connecting tube was dented; the number of lost ultrasonic elements exceeded the standards due to the broken ultrasonic cable; the electric contact on the ultrasonic connector was worn; the acoustic lens was peeled off; the insulation resistance value of the acoustic lens was out of standard since it was peeled off; the angulation in the "up" direction was out of standard due to the worn angle wire; the electrical connector was corroded; and there was a black scratch on the image due to the broken charge-coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported that during preparation for use in a diagnostic procedure, the entire screen on the evis lucera ultrasonic bronchofibervideoscope was blurry. The intended procedure was completed using a similar device. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the coating on the connecting tube had peeled off. This report is to capture the reportable malfunction of the deterioration to the coating on the connecting tube noted at estimation.

Manufacturer narrative:
This report is being supplemented to correct the manufacturing date reported within the previous supplemental report. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the coating on the connecting tube was peeled off due to handling. However, a specific root cause could not be identified. The event can be prevented by following the instructions for use which state: "·do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result. ·do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ·do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks." Olympus will continue to monitor field performance for this device.